Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint involving a tempus pro device in which, after recording a 12 lead ECG and transmitting it to the (B)(6) cardiocenter, the device emitted a beep, and the tempus monitor spontaneously restarted. The device was in use during this event, however, no patient was impacted.